Event description:
National complaint coordinator (ncc) reports one incident of clotted fibers with the psn 120 dialyzer. Clotting was noted at the start of treatment. No patient injury or medical intervention reported per ncc. No further incident detail provided by ncc.